Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: during use, only the staple was fired on the tissue and the suture remained in the instrument. They conducted an additional resection of the concerning part of failure of the staple line. A new one was opened to complete the case with no problem. There was unanticipated tissue damage. There was no bleeding over 500cc.